Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be an early sensor expiration. The reported event of an alert to replace the sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.